Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to oversensing of a non-physiological artifact. Technical services reviewed the episodes and discussed the baseline shift and intermittent loss of signal was consistent with an issue at the sense b node, where the pathway between the sense b node and the header is affected. The patient was seen in the clinic for troubleshooting and no noise was reproduced in the primary sense vector. Technical services discussed additional testing in all vectors, and if the secondary vector showed appropriate sensing with no artifact, the device should remain programmed to secondary as that vector does not use the sense b node. Technical services also discussed that evidence was not pointing to an electrode fracture, as noise would have been provoked with manipulations, and also the x-rays did not show any conductor externalization or sharp bends in the pocket area. The terminal pin appeared fully inserted into the device header. The local distributor representative reported that the patient would be brought back to the clinic for further troubleshooting and to reprogram the vector. No adverse patient effects were reported outside of the inappropriate shocks received. The device and electrode remain implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to oversensing of a non-physiological artifact. Technical services reviewed the episodes and discussed the baseline shift and intermittent loss of signal was consistent with an issue at the sense b node, where the pathway between the sense b node and the header is affected. The patient was seen in the clinic for troubleshooting and no noise was reproduced in the primary sense vector. Technical services discussed additional testing in all vectors, and if the secondary vector showed appropriate sensing with no artifact, the device should remain programmed to secondary as that vector does not use the sense b node. Technical services also discussed that evidence was not pointing to an electrode fracture, as noise would have been provoked with manipulations, and also the x-rays did not show any conductor externalization or sharp bends in the pocket area. The terminal pin appeared fully inserted into the device header. The local distributor representative reported that the patient would be brought back to the clinic for further troubleshooting and to reprogram the vector. Additional information noted that a review of the most recent episode was needed as there was noise classified as atrial fibrillation and one of the episodes was not available. It was observed that smart pass had disabled and this was likely the missing episode. It was noted that the captured ecgs appeared normal, with normal impedance measurements, and provocation testing was performed in the primary and secondary sensing vectors. Continuous measurements of the lead impedance revealed nothing abnormal. Data was submitted to technical services for review. No adverse patient effects were reported outside of the inappropriate shocks received. The device and electrode remain implanted and in service.technical services reviewed the data and episodes. The baseline shift and artifacts were not able to be reproduced with patient movements and manipulations, which was further evidence that the observations were consistent with a sense b node issue and not an electrode fracture. It was noted the secondary vector offered smaller r-wave amplitudes, but the signals appeared stable and were well discriminated in the presence of myopotential noise. The stored atrial fibrillation (af) episodes were recorded in the primary vector, when therapy was off and therefore the device was not sensing the patient's intrinsic rhythms; anything seen on the s-ecgs during this time was non-physiological noise. Technical services noted there was myopotential noise in secondary, likely due to electrode tip pointing towards the pectoral muscle. Technical services recommended using the secondary vector at 2x gain to better manage the myopotential noise and avoid the sense b node issue.